Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rrt (registered respiratory therapist) from the intensive care unit had a patient with persistent helium loss alarms. There was no blood in the tubing initially. The patient was on 1:4 weaning and alarms continued. There was a concern for placement of the catheter. A portable cxr (chest x-ray) was ordered and the rrt was going to call the clinical support specialist (css) back. At 1538 the rrt called the css and stated the cxr showed the intra-aortic balloon (iab) was in optimal position. The css had the rrt reposition the patient and confirm no blood in the tubing. At 1555 the rrt called back and stated blood appeared in tubing. The md was on his way to remove the iab. The iab last pumped at 1554 cdt and was removed at 1618 cdt. The patient remained stable since they were weaning him already.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the serial number was not reported. The serial number on the returned device is (B)(4). Returned for evaluation was a 40cc 8.0fr iab fos with the supplied return kit. Blood was noted on the bladder membrane upon return. No blood was noted within the catheter. The distal end of the sheath was located approximately 37.0cm from the distal tip of the catheter. Part of the driveline tubing was returned connected to the inflation line. The tubing was cut, and the remaining parts of the tubing were not returned. The fos cabling was found cut at the bifurcate, and the remaining parts of the fos were not returned. The ap pressure line was returned connected to the injection lumen and was also returned cut off. The pressure line tubing connected to the side-arm of the teflon sheath was also cut off and not fully returned. No kinks or bends were noted to the central lumen. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. The device passed leak test. See other remarks section. Other remarks: the catheter was pump tested for 10 minutes. No alarms occurred. No leaks occurred with the bladder membrane. The device passed pump testing. A lab inventory guidewire was inserted through the distal tip of the catheter. Resistance was noted approximately 4.5cm from the distal tip of the catheter. The guidewire was not able to advance. Blood exited with the guidewire upon removal. The guidewire was inserted through the luer end of the catheter. Resistance was noted approximately 77.0cm from the luer end of the catheter. The guidewire was not able to advance. Blood exited with the guidewire. The central lumen was not able to be aspirated or flushed. The central lumen was cut at the location of resistance and a dried blood clot was noted approximately 4.5cm from the distal tip of the catheter. The clot was the cause of the guidewire resistance. (IFU states: "using current hospital protocol, connect pressure tubing extension to a prepared standard arterial pressure monitoring assembly which delivers 3 cc of pressurized flush per hour." This action is to maintain the patency of the arterial line). A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is not confirmed. No issues or blood were found in the bladder membrane. The bladder membrane passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that the rrt (registered respiratory therapist) from the intensive care unit had a patient with persistent helium loss alarms. There was no blood in the tubing initially. The patient was on 1:4 weaning and alarms continued. There was a concern for placement of the catheter. A portable cxr (chest x-ray) was ordered and the rrt was going to call the clinical support specialist (css) back. At 1538 the rrt called the css and stated the cxr showed the intra-aortic balloon (iab) was in optimal position. The css had the rrt reposition the patient and confirm no blood in the tubing. At 1555 the rrt called back and stated blood appeared in tubing. The md was on his way to remove the iab. The iab last pumped at 1554 cdt and was removed at 1618 cdt. The patient remained stable since they were weaning him already.

Manufacturer narrative:
(B)(4). Additional information: received via a call back from the resp. Therapist on (B)(6) 2016. The catheter he had placed the clamp on to prevent blood backing into the pump. The ruptured happened suddenly and was noticed. The iab was removed in 24 minutes. They were weaning, no migration and there were no patient complications. The patient walked out of the hospital 4 days later. Device evaluation: the serial number on the returned sample is (B)(4). The sample was returned in the incorrect box labeled (B)(4). Returned for evaluation was a 40cc 8.0fr fos iab without the original packaging. The sample was returned with the supplied return kit. The sample was returned in a sealed biohazard bag. Upon return, a 40cc inflation driveline tubing, with forceps clamping the tubing, was connected to the short driveline tubing. Blood was noted on the interior of the 40cc inflation driveline tubing. A pressure line was connected to the iab luer. The distal end of the teflon sheath was approximately 42.9cm from the iab distal tip. Blood was noted on the interior of the sheath sidearm. The teflon sheath was connected to the iab hemostasis cuff which was connected to the cathgard. Blood was observed on the exterior of the sheath, bifurcate, outer lumen and on the interior of the bladder, outer lumen and short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "eo" excessive offset, indicating an error for reading the correct pressure. The iab was manually zeroed and no change in the fos status occurred. The fos connector tip was cleaned and the iab re-zeroed with no change in the fos status occurred. However, the iab was inserted into the t-tube at atmospheric pressure, the iab was manually zeroed and the fos status displayed "ok". The iab was submerged in water and leak. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, abrasions were observed at approximately 20.8cm from the iab distal tip. Full thickness abrasions to the bladder were confirmed and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. A lab inventory 0.025in guidewire was back loaded through iab distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon pullout. The guidewire was front loaded through the iab luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon pullout. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the rrt (registered respiratory therapist) from the intensive care unit had a patient with persistent helium loss alarms. There was no blood in the tubing initially. The patient was on 1:4 weaning and alarms continued. There was a concern for placement of the catheter. A portable cxr (chest x-ray) was ordered and the rrt was going to call the clinical support specialist (css) back. At 1538 the rrt called the css and stated the cxr showed the intra-aortic balloon (iab) was in optimal position. The css had the rrt reposition the patient and confirm no blood in the tubing. At 1555 the rrt called back and stated blood appeared in tubing. The md was on his way to remove the iab. The iab last pumped at 1554 cdt and was removed at 1618 cdt. The patient remained stable since they were weaning him already.